Manufacturer narrative:
The reason for this revision surgery was to exchange a loose shoulder prosthesis after 4 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this lot number. The event is deemed to be non-product related and the root cause was attributable to the patients fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient falling the stem was loose and had to be removed.